Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that since they had back surgery in 2022 the therapy hasn't been helping. Patient said that the urine just flows out. Patient said that the back surgery was right in the same area of the implant. When asked, patient said that they turned stimulation off before surgery and turned back on afterwards however hasn't noticed any improvement in symptom control. Patient said stopped using the external devices shortly after the surgery and isn't sure if using correctly and asked for review of general use. Patient had just plugged in the communicator to charge prior to calling however said that the communicator wasn't turning on. Patient to charge the communicator for a couple of hours and if needed to charge the handset. Patient confirmed handset is charging and was able to turn on. Unable to troubleshoot as communicator needs to be charged. Agent redirected patient to call patient services tomorrow after finishes charging the communicator for additional troubleshooting. Additional information was received from the patient (pt). The pt called back and repeated the same issue. Pt also stated at the time of the back surgery, they noticed a lead there that wasn't connected to anything. Pt stated the back surgery was on (B)(6)2022. Pt was wondering if that was why the system wasn't working after the back surgery. Pt services reviewed reasons for possible abandoned lead and recommended speaking to doctor about that. Pt services also assisted pt with connecting with implant and increasing stim to a comfortable level. Pt was redirected back to doctor to have system checked as well.